Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the patient allegedly developed an infection following surgery.

Event description:
It was reported that the patient allegedly developed an infection following surgery.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: infection on patient post surgery. Probable root cause: material/design error, manufacturing/assembly error, inadequate eo sterilization (manufacturing/assembly error), inadequate package seal strength (packaging design), inadequate package size/material selected for the product weight and geometry (packaging design), improper cleaning/sterilization for reusable devices, reuse of single-use device, device used beyond expiration date for sterile single-use devices, spike protector falls off during shipping/handling. The device manufacture date is not known. Gtin: (B)(4).